Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature sensing foley catheter was reading 2-3 degrees higher than the oral temperature.

Manufacturer narrative:
The reported event was unconfirmed. The device was dissected and the thermistor wire was removed. There was no breaks in the wire. There was no other defects noted on the device. A device history record review was not required per the investigation. A labeling review was not performed as only the manufacturing lot number was given, therefore the final packaged product is unknown. After this catheter is made, it can potentially be placed in either a strip package, trays, and another product subassembly with various labeling. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temperature sensing foley catheter was reading 2-3 degrees higher than the oral temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature sensing foley catheter was reading 2-3 degrees higher than the oral temperature.